Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burnlike, painful rash on her back. The patient's cardiologist advised the patient to use hydrocortisone cream on the irritation. The patient's pharmacist advised that the patient take benadryl, as the patient reported that she might be allergic to material in the lifevest garment. During a follow-up the patient reported that the irritation had improved.